Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer's infusion set was pulled and the pump fell causing the touch screen to become shattered. Customer was unable to deliver bolus insulin due to the damaged touch screen. Customer's blood glucose was 145 mg/dl. Reportedly, the customer reverted to manual injections for the delivery of bolus insulin.